Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while loading an exam for a functional endoscopic sinus surgery (fess), the navigation system monitor became black and the system was unresponsive to prompts from the user. It was reported that a hard restart was performed and the black display appeared again but the issue did not occur when the site progressed to the "select patient" portion of the application software. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the event will be tracked in known test track record. If information is provided in the future, a supplemental report will be issued.